Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in the neuro-traumatology resuscitation unit, the patient was found with the distal line of the catheter cut/separated." The distal line separated at the level where the hub is linked to the line. No patient harm was reported. The user double knotted the catheter, aspirated the air present in the catheter, and removed and replaced the catheter.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer returned one photo for analysis. The photo was not of the actual complaint sample, but revealed where the damage occurred. The complaint could not be confirmed from the customer supplied photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure.". The customer did provide a photo that revealed where the damaged occurred, however, without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the neuro-traumatology resuscitation unit, the patient was found with the distal line of the catheter cut/separated.". The distal line separated at the level where the hub is linked to the line. No patient harm was reported. The user double knotted the catheter, aspirated the air present in the catheter, and removed and replaced the catheter.